Event description:
It was reported that an ambulance was driving and hit a hay bail in the road which caused them to go into the guard rail. The ambulance then rolled over and the retaining post on the cot allegedly broke away from the cot and the cot came out of the fastening system. It was reported that a stair chair was also in the ambulance at the time of the accident. There was pt involvement and adverse consequences were reported for both the paramedic in the back of the ambulance and the pt. It was alleged the paramedic rec'd a severe concussion, stitches to the head, and bruised ribs. It was alleged the pt rec'd an injury to the toe and a bruised spleen.